Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and unresponsive keypad. The customer's blood glucose reading was 95 mg/dl. She stated there was moisture in the reservoir compartment. The customer was unable clear the alarm, die to an unresponsive keypad. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.